Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ 90 years, atrial fibrillation) likely contributed to the stroke on pod1 and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in the (B)(6), a 23mm sapien 3 ultra valve was successfully deployed in the aortic position by transfemoral approach. Prior to valve deployment, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards balloon catheter. The patient was on heparin throughout the implant procedure. On postoperative day (pod) 1, a stroke occurred, and the patient passed away.

Manufacturer narrative:
Additional information received indicated the patient had a history of atrial fibrillation and was on blood thinner medication prior to the tavr procedure. On pod1, an ischemic stroke occurred leading to a reduced glasgow coma scale (gcs). Aphasia hemiparesis was also reported. A cta was performed. A thrombectomy was attempted but was unsuccessful due to the patient anatomy. It was speculated that the post procedure stroke may have been related to the procedure, or to the pre-existing atrial fibrillation. The exact cause of death was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).